Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation and subluxation. Small amounts of metal debris were discovered on both the head and stem trunion.